Manufacturer narrative:
The lead was successfully explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited no sensing and high thresholds one day post implant. An x-ray showed the lead had dislodged. During attempt to reposition, the lead continued to dislodge so was replaced with a new lead. This lead was intentionally cut as a method of maintaining access for the new lead. No adverse patient effects were reported.